Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the periosteal elevator 14 mm straight blade-round edge was in need of repair. The blade has separated from the handle. The issue was discovered upon inspection in sterile processing department (spd). There was no patient involvement. This report is for one (1) periosteal elevator 14 mm straight blade-round edge. This is report 1 of 1 for (B)(4).